Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump touch screen was unreadable. Reportedly, half of the screen was black and the customer was unable to view graphics or text. Customer's blood glucose was 299 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.